Event description:
It has been reported to philips that a status unavailable error is appearing. The sib is in need of replacement. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the sib box was replaced, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site and confirmed indicating that a 'status unavailable error' was appearing. Upon examination, fse determined that the issue was caused by a failure in the sib (system interface board). To resolve the issue, the fse replaced the faulty sib with a new one. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.